Event description:
It was reported that approximately 4 months after the promus stent implantation in the proximal left anterior descending artery the patient collapsed at home. Emergency services were called to the scene, but resuscitative efforts were unsuccessful and the patient was pronounced dead on (B)(6) 2010. The cause of death was reported to be cardiac arrest. Late stent thrombosis was suspected. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and thrombosis are listed in the electronic promus everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.